Event description:
The customer stated: in 2008, bleeding was found at the patient's airway. Fio2 was changed from 45% to 100%. The next day, the clinician changed fio2 from 100% to 60%, then to 80%. While at pt use, the display on the ventilator went black, then operation failure lamp came on. Back-up alarm sounded, so the nurse replaced the unit with the other unit. The pt spo2 went low about 86% because of the event, then with intervention from the clinician the spo2 value recovered within two minutes. The pt passed away because of massive bleeding due to mrsa infection. The medical technician at the hospital said there was no correlation between the ventilator unit and the pt death.